Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission revealed the device had reached an extended charge time. No therapies were recently delivered. The cause of extended charge time was undetermined. Performing a manual capacitor maintenance was recommended. No adverse consequences were detected.

Event description:
New information received states the device was explanted and replaced. The patient condition has been stable since the procedure.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.